Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6), 2016. According to the complainant, during the procedure, it was noticed that there was a metal cylinder protruded at the end of the spyscope ds. Reportedly, the metal cylinder was part of the device and it remained attached to the spyscope ds. There was no other visible damage noted with the spyscope ds and the procedure was still completed using this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noticed that there was a metal cylinder protruded at the end of the spyscope ds. Reportedly, the metal cylinder was part of the device and it remained attached to the spyscope ds. There was no other visible damage noted with the spyscope ds and the procedure was still completed using this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.